Event description:
Pt receiving vancomycin 1 gm IV every 12 hrs administered using the rate flow regulator adult IV set with IV flow regulator. On the package under "warnings" it states "single use product." The pt's family interpreted this to mean that the IV set should be discarded after each dose is administered. The visiting nurse had instructed the family to change the IV set every 24 hrs per co policy which would be after every 2 doses. Upon contacting the MFR, the warning was clarified to mean, "single pt use product."